Manufacturer narrative:
(B)(4). UDI # unknown. Method: the actual device was not returned. A review of the device history record (DHR) was not performed. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: unknown. Flow rate: unknown. Procedure: rotator cuff surgery. Cathplace: inter-scalene block. A report was received stating the patient alleges phrenic nerve injury following placement of an on-q pump after surgery on or about (B)(6) 2012. No additional information was provided in regards to the patient's status.